Manufacturer narrative:
Product analysis conclusion: the reported type ia endoleak was confirmed on the post-operative CT's provided, but the cause of the type ia endoleak could not be conclusively confirmed from the films returned. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. Complete CT¿s or angiograms (including endoleak interrogation) could have allowed for a more comprehensive determination of the endoleak cause, but these were not provided for review. It is likely the patients angulated aortic neck contributed to the occurrence of the type ia endoleak. The endurant iis bifurcate stent graft is indicated for use for infrarenal neck angulation =60 degrees, per the IFU. Analysis of the returned films did not reveal any obvious stent graft integrity issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis bifurcate stent graft system was implanted during the endovascular treatment of a 55mm aaa .  It was reported on the date of the CT, a type ia endoleak was observed.  Intervention was performed two days later . 6 endoanchors were implanted to treat the ia endoleak origin. An angiogram following the placement of endoanchors showed improvement of the type ia endoleak but it was not completely resolved. The physician then placed a 32x32x49 cuff up to the origin of the lowest renal artery. An angiogram then showed that the type ia endoleak was no longer present. Per the physician the cause of the ia endoleak was anatomy and an angulated proximal neck. The neck was angulated by 50 degrees . No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.